Manufacturer narrative:
Follow-up #1 08/30/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 08/02/2011 with the following findings: the keypad buttons were found to be intermittently responding to presses; the keypad buttons were also found to have abnormal spring back. The keypad was removed and the down arrow button contact was found to be inverted and contamination was observed under all of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the down arrow button had a delayed response and was sticking. The patient reportedly wore the pump on the outside of clothing and did not clean the pump.